Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing of the p-wave. It was also noted that the right ventricular (rv) lead exhibited loss of capture. Both leads remains in use. No patient complications have been reported as a result of this event.